Event description:
During baxter's evaluation of a spectrum pump, the device failed to detect an upstream occlusion during testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Testing found a failure to detect an upstream occlusion at the 40ml/hr rate during the occlusion testing. Additional testing was performed with the device passing. The pump will be calibrated to ensure proper functionality.